Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, battery tube threads, reservoir tube, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 63 mg/dl. The customer stated that there were cracks at every display corner and no significant events. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advised to return the insulin pump and it will be replaced. No further information was reported.